Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, a "ventilator inoperative " codes were found in the ventilator's downloaded error log. The device's blower assembly needs to be replaced to address the issues. During the evaluation of the device at third-party service center, the device failed a test step during testing. The device's system board was replaced to address the issue. In addition of the above evaluation, the air foam inlet filter will be replaced due to preventive maintenance.